Manufacturer narrative:
Please note the expiration date is unknown. Complaint conclusion: it was reported that a patient underwent implant of an optease retrievable vena cava filter. According to the information provided, approximately eight and half years later, the patient received an exam on the abdomen which showed that the inferior vena cava (ivc) filter was extending from the mid l2 vertebral body to the inferior aspect of the l3. As of the present, the patient is still implanted with the device. According to additional information received in the patient profile form (ppf) the filter had migrated, and the patient suffers from mental anguish and fear related to the device. The attached medical records indicate that the filter was place for right lower leg deep vein thrombosis and right lower lobe pulmonary embolus status post recent neurosurgery (ten days prior to filter insertion) and unable to be on consistent anti-coagulation. The filter was implanted via the left common femoral vein and deployed blow the renal veins. The patient tolerated the procedure well with no reported complications. The medical records indicated that a scan performed approximately eight and a half years post implant for a recent fall and complaints of right upper quadrant abdominal pain, showed that the filter was in the correct position, but a moderate sized hiatal hernia was noted and a consult for gastroenterology was recommended. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported of filter migration could not be confirmed nor further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of deep vein thrombosis (dvt) and pulmonary embolism. The device was implanted below the patient¿s renal veins. The device was positively identified by the patient¿s medical records. Approximately eight and half years later, the patient received an exam on the abdomen which showed that the inferior vena cava (ivc) filter was extending from the mid l2 vertebral body to the inferior aspect of the l3. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the optease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. According to the patient profile form (ppf) the filter had migrated, and the patient suffers from mental anguish and fear related to the device. The attached medical records indicate that the filter was place for right lower leg deep vein thrombosis and right lower lobe pulmonary embolus status post recent neurosurgery (ten days prior to filter insertion) and unable to be on consistent anti-coagulation. The filter was implanted via the left common femoral vein and deployed blow the renal veins. The patient tolerated the procedure well with no reported complications. The medical records indicated that a scan performed approximately eight and a half years post implant for a recent fall and complaints of right upper quadrant abdominal pain, showed that the filter was in the correct position, but a moderate sized hiatal hernia was noted and a consult for gastroenterology was recommended.

Manufacturer narrative:
Event date initially reported as (B)(6) 2017. Correct event date is (B)(6) 2016.